Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they tried to give insulin but the bolus would not deliver. The customer's blood glucose during the incident was 426 mg/dl. They were assisted with delivering a bolus. No further details were given. The device will not be returned for analysis.